Event description:
It was reported that this inflatable penile prosthesis had deflation issues, the patient was unable to deflate the device completely. The patient service specialist discussed proper deflation techniques with the patient and encouraged the patient to follow up with the physician for device evaluation. The device is still implanted. No patient complications reported.

Manufacturer narrative:
B3. Date of event: actual event date is unknown, therefore first day of bsc aware month is selected. D6a. Implant date: implant date is approximated based on the reported information indicating the device was implanted in december 2022.